Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon burst occurred. The target lesion was located in the vessel of the left upper limb. The arteriovenous fistula was poorly functioned, and ultrasonography revealed stenosis near the anastomosis and at the arterial end, with the narrowest diameter of 0. 9 mm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for ultrasound-guided percutaneous venous puncture balloon dilatation. During the procedure, after the cutting balloon was placed in the lesion, the pressure was slowly increased by the pressure pump. When the pressure was increased to 6 atm, the pressure of the balloon was quickly decreased, and the pressure could not be maintained even with continued inflation. Subsequently, the liquid in the syringe of the pressure pump turned red, and the balloon burst. The balloon was withdrawn from the patient's body. After the water was injected and it was inflated, it was found that the liquid formed a water column from the blade of the balloon. The procedure was completed with a 6mm gladiator balloon. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6). B5. Describe event or problem: added information, based on additional information. Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination identified multiple shaft kinks. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, and the investigator was unable to inflate the balloon due to the shaft kink. Visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the vessel of the left upper limb. The arteriovenous fistula was poorly functioned, and ultrasonography revealed stenosis near the anastomosis and at the arterial end, with the narrowest diameter of 0. 9 mm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for ultrasound-guided percutaneous venous puncture balloon dilatation. During the procedure, after the cutting balloon was placed in the lesion, the pressure was slowly increased by the pressure pump. When the pressure was increased to 6 atm, the pressure of the balloon was quickly decreased, and the pressure could not be maintained even with continued inflation. Subsequently, the liquid in the syringe of the pressure pump turned red, and the balloon burst. The balloon was withdrawn from the patient's body. After the water was injected and it was inflated, it was found that the liquid formed a water column from the blade of the balloon. The procedure was completed with a 6mm gladiator balloon. No complications were reported, and the patient was stable post-procedure. It was further reported that the 84% stenosed target lesion was located in the non-tortuous and non-calcified proximal end of the vessel, which is 1.9cm from the anastomotic stoma. Furthermore, the balloon ruptured during first inflation at 6 atmospheres for 1 second. The device was removed without any problem using the normal method, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the vessel of the left upper limb. The arteriovenous fistula was poorly functioned, and ultrasonography revealed stenosis near the anastomosis and at the arterial end, with the narrowest diameter of 0. 9 mm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for ultrasound-guided percutaneous venous puncture balloon dilatation. During the procedure, after the cutting balloon was placed in the lesion, the pressure was slowly increased by the pressure pump. When the pressure was increased to 6 atm, the pressure of the balloon was quickly decreased, and the pressure could not be maintained even with continued inflation. Subsequently, the liquid in the syringe of the pressure pump turned red, and the balloon burst. The balloon was withdrawn from the patient's body. After the water was injected and it was inflated, it was found that the liquid formed a water column from the blade of the balloon. The procedure was completed with a 6mm gladiator balloon. No complications were reported, and the patient was stable post-procedure. It was further reported that the 84% stenosed target lesion was located in the non-tortuous and non-calcified proximal end of the vessel, which is 1.9cm from the anastomotic stoma. Furthermore, the balloon ruptured during first inflation at 6 atmospheres for 1 second. The device was removed without any problem using the normal method, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6). B5. Describe event or problem: added information, based on additional information.